Event description:
This pt had a right hip arthroplasty in 1986, and a revision in 2003. Pt states in december it felt like it was dislocating. Pt was admitted for a revision right hip arthroplasty. X-rays demonstrated the liner had come loose from the locking mechanism. During the procedure the surgeon discovered the acetabular liner was loose and turned on its side in the acetabular shell. The acetabular components and the femoral head were removed and replaced.